Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; although a specific value as not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed glucose tablets and mints to address bg. Customer updated their pump settings to address the event.